Event description:
The hcp reported the pt presented in 2004 with swelling of the device pocket site. A culture of the device pocket was obtained and reported as positive for staph. The pt was treated with both IV and oral antibiotics and total device system explant. The infection resolved and the pt experienced no drug withdrawal. The pt had a risk factor of malnutrition or being extremely thin.